Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 12545- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26 may 2024, it was reported by the patient that two infusion set was fell off within 12 hours of use. Patients bg level was found to be 153mg/dl. No further information available.